Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection of the returned tasp shim exhibits signs of repeated use and has both of components 1 and 2 disassembled / missing the missing components .the missing components were not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was determined in CAPA (B)(4) to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the bearing of the provisional was found missing. No adverse events have been reported as a result of the malfunction.